Event description:
Report received of an unrequested bolus dose delivery. The pump was checked by the central processing personnel prior to patient distribution, and was reported as "self bolusing." The pump was then sent to the clinical engineer office. There was no prior reports of any adverse patient events while the pump was in clinical use.